Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported failed transmitter could not be confirmed. A root cause could not be determined.